Manufacturer narrative:
The investigation introducer damage ¿ mechanical and limb ischemia has been completed. Visually inspected the pump and and sharp edges or burr were found. Introducer sheath scoreline split damage with buckling of the sheath was observed. No other abnormalities were found. Per clinical introducer was inserted with force after resistance since patient had calcified vessel condition. The root cause of the introducer damage issue was an introducer sheath split along the scorelines with sheath buckling due to calcified vessel condition. No issue observed with the repo hub sheath. Patient had diseased vessel condition. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B1 should have been both adverse event and product problem on manufacturer device report.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
Us complainant reported the patient was on impella cp support due to cardiogenic shock. The physician a made comment on the level of disease present under ultrasound. 6 french sheath was placed. Angled pigtail was advanced to bifurcation and bilateral iliac runoff completed revealing a completed occluded left iliac artery that fills late via profunda and a heavily diseased and calcified right iliac artery. A decision was made to try to place impella cp via right groin. Stiff wire was inserted into pigtail and pigtail removed. 6 french sheath was removed and impella 14 x 25 cm sheath was attempted to be inserted. The physician met resistance with sheath in iliac but attempted with force to advance sheath. Upon removing the dilator, sheath noted to be split, and bleeding occurred from the force applied. Dilator quickly inserted back into sheath over the stiff wire and sheath removed and impella 14 x 13 sheath advanced without issue. While attempting to place angled matched dressing on impella site, a constant ooze was noted coming from between the blue suture hub and white repositioning unit. Despite holding pressure on connection, the site still oozed. A decision was made to attempt to use dermabond to try to seal leak and apply angled dressing with forward pressure on connection to minimize blood loss. This was performed which did help slow the ooze but did not completely seal the issue. Angled match dressing applied. Lastly, there was a lack of distal pulses in right foot, but the physician stated that he would not proceed with aggressive therapies due to the patient¿s inevitable outcome. Care continued throughout the early morning hours until the patient passed naturally on support. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.